Event description:
It was reported that a pt had undergone breast augmentation surgery in 2001. The incision lines were noted to be red and two weeks post operatively the wounds dehisced and the implants fell out. The wounds were re-closed. The pt will be undergoing another augmentation when wound healing is complete.